Event description:
It was reported that during a laparoscopic appendectomy that while firing across the bottom of the appendix that the surgeon heard a loud "crunch" sound. When device was removed it could be seen that the device did cut but possibly not the entire length of the staple line, staples were deployed but the staples were mostly unformed. Another like device was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch #a9az8v. Additional information was requested, and the following was obtained: are picture available? Yes. Was there any damage to the reload? Not sure, picture is available, product was returned. A manufacturing record evaluation was performed for the finished device lot/batch number, a9az8v, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 8/30/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. The device event log was reviewed. The log indicates that the force to fire vs. Position graph in the event log, there was force exceeding 140lbf just after 20mm, then the forced dropping to 0lbf just before 30mm. After further evaluation, the CT scan analysis showed no visible damage to the anvil, but the knife wings appear to be missing. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, it was observed the knife wings were missing from knife. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 108c85, and no non-conformances were identified.

Manufacturer narrative:
(B)(4), date sent: 8/30/2023.